Event description:
During pt treatment the model 3100a was reported to have stopped oscillating. Another 3100a was used and the pt was not compromised. The original 3100a could not be re-started by the user, therefore the switch to the second 3100a. Alarms were activated on the original 3100a.